Manufacturer narrative:
This reported is being updated to provide investigation findings and additional information provided by the customer. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: operation - never insert or withdraw the endoscope under any of the following conditions. Otherwise, patient injury, bleeding, and/or perforation can result. While the endo therapy accessory extends from the distal end of the endoscope. While the bending section is locked in position. Insertion or withdrawal with excessive force. While the image is magnified (when using the image magnification function of video system center cv-180). Insertion or withdrawal while the forceps elevator is raised. Conclusion: the definitive cause of the user's experience could not be determined. Based on the available information the following are the presumed possible causes: the patient had hiatal hernia, which may have made the patient's gastro esophageal junction / proximal stomach more prone to tearing. Under such conditions, when the user inserted/withdrew the scope, stress may have been added to the suggested position and torn. Note: user can reduce the occurrence of the suggested events by handling the device in accordance with IFU.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The definitive cause of the customer's experience can not be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This event has been reported by the importer on MDR# 2951238-2020-00528.

Event description:
It is reported during an endoscopic retrograde cholangiopancreatography (ercp) using an olympus duodenoscope, blood was noted in stomach upon withdrawal of the ercp scope. An esophagogastroduodeno (egd) scope was advanced where a blood clot was visualized in the hiatal hernia. A small tear was found at the gastro esophageal junction/proximal stomach. Two clips were placed. There was no malfunction of the tjf-q180v. The patient remained stable and pain-free following the procedure. The patient was discharged to a skilled nursing facility 6 days post ercp.